Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring was loose. Customer's blood glucose was 10.2 mmol/l. The insulin pump will be returned for analysis.